Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was confirmed due to the electrode belt ECG "a&b" cable being severed, causing all wires between ECG ¿a¿ and the front therapy electrode to be cut. The belt did not pass essential performance testing. The root cause for the cut cables was physical abuse. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.